Event description:
It was reported that during sterile processing, it was discovered that the tip of a drill guide was broken. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. A product development investigation was performed: the complaint condition for the 312.240 lot number 2787639 2.7mm/2.0mm double drill sleeve was likely caused by rough handling during surgery or sterile processing; however, this complaint is not a result of any design related deficiency. The 312.240 2.7mm/2.0mm double drill sleeve is an instrument available in the mini fragment instrument set. The device was returned and reported to have a broken tip. This condition is confirmed; a 2mm to 3mm chip is missing from the circumference of the distal tip of the 2.7mm drill sleeve. It is likely that rough handling during surgery or in sterile processing has led to this complaint condition. The device was manufactured in 10/2011 and is over three years old. The balance of the returned device is in otherwise good condition showing very little wear. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 26. Oct. 2011. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.